Event description:
A customer reported that an antibody screen in 2006 was negative with 0.8% selectogen lot 8s711, however post transfusion anti-jka was identified. Antibody screens performed 2 months prior with lot 8s703 (see MFR# 1056600-2006-00534) and event date with lot 8s711 were negative. The pt was transfused with 4 units of packed red blood cells between the initial screen and 2 months after. Approximately 3 weeks, post-transfusion testing of pt's sample with 8s716 was positive, and anti-jka was identified. Pt was dat positive, no eluate test was performed. No repeat testing of pre-transfusion sample was performed.